Event description:
It was reported by the customer that after a non-preloaded monofocal intraocular lens (iol) was implanted, the haptic was found to be kinked. The lens was fully inserted and removed during the same procedure, requiring sutures. There was a delay in the procedure, but no vitrectomy was reported. The patient's daily activities were not significantly affected. The customer indicated that the directions for use were followed, and no further patient information could be provided due to privacy legislation. No additional information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: title, email address, address, city, state, post office or zip code, telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.